Event description:
Per the clinic, the patient experienced pain at the implant site and magnet dislodgement during an MRI (specific strength not reported). Subsequently, surgery to replace the magnet has been completed (specific date not reported). The implanted device remains.